Event description:
It was reported that during an implant procedure, the tip of the lead was damaged while attempting to insert it into the sheath. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.